Event description:
It was reported that the patient was hearing beeping tones from the device and an alert on the device was noted. This implantable cardioverter defibrillator was exhibiting low shock impedance measurements. Currently there are no episodes indicating artifacts on right ventricular sensing channel. Boston scientific technical services recommended additional testing. Additionally, the patient was seen in clinic and during device check no abnormality was found. The impedance measurements had not fallen outside the range of the alert. Provocation was performed whilst measuring live shock impedance and this remained between 44 and 55 ohms. The plan is to continue monitoring this patient. No adverse patient effects were reported. This device remains in service. The right ventricular lead is a competitor lead. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).